Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient was revised due to taper corrosion and metal related pathology; head, neck, stem, liner were replaced with no complications noted. Six months post revision, patient reported pain and hip was noted as tender along lateral aspect of greater trochanter. No complications noted from x rays. Patient received a steroid injection for pain. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00877503601 lot 2897037 zimmer biolox head 36mm-3.5. Cat# 01.00101.916 lot 2690519 zimmer wagner stem 16x190mm. Cat# 00620205022 lot 62058393 zimmer tm shell 50mm. The device will not be returned for analysis, due to device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had an initial left total hip arthroplasty performed. Subsequently, the patient was revised four years later due to taper corrosion and related pathology. One year after the revision, the patient reported continued pain necessitating a steroid injection in the left hip. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.